Manufacturer narrative:
Updated data: conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Prosthetic valve dysfunction (i.e. Stenosis) is a known potential adverse effect per the instructions for use (IFU). The reported stenosis can potentially represent the diminish of the expected maximum effective orifice area (eoa) of the device. It can be due to fracture; calcification; pannus; leaflet mobility issues (i.e. Wear, tear, prolapse, or retraction); mal-sizing (prosthesis-patient mismatch); malposition (either too high or too low)/malplacement; and a number of others. In this case, the device remained implanted. The specific valve dysfunction was not specified. There was no information to indicate that a malfunction or misuse contributed to the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that more than five years following the implant of this transcatheter bioprosthetic valve, at an implant depth of 10mm below the valve annulus, the valve had degenerated with marked aortic stenosis, but no leak was visible. Subsequently, a 23mm non-medtronic valve was implanted valve-in-valve within the existing medtronic valve. No additional adverse patient effects were reported.